Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The technical support (ts) confirmed the reported problem with customer. The customer replaced the touchscreen to resolve the reported issue. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09mar2021.

Event description:
The customer reported that the device bottom right hand corner do not register. The customer reported there was no patient involvement at the time the issue was discovered.